Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 2.75 x 14 mm endeavor sprint drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the proximal - distal lad. The d1 opening was 99% limited stenosis, with middle myocardial bridge. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. A 6f ebu35 guide catheter and a non-guide wire were used. The lesion was pre-dilated using a non-medtronic balloon. A 3.00 x 24 mm endeavor sprint was implanted in the proximal lad, with a maximum pressure of 14 atm. A distal vascular interlayer of the vessel was then formed. (Vascular dissection formed at the distal end of the stent). Difficulties were encountered when advancing the 2.75 x 14 mm device and it failed to cross the distal lesion. After many attempts, the stent was removed and noted to be deformed. The balloon of the 3.00 x 24 mm device was then used to dilate the artery and press the formed interlayer, which had provoked the distal lesion stenosis. Re-examination showed t hat the interlayer had disappeared and the operation was ended. No patient injury is reported. The physician did not pay attention to the anatomical problems before or after the placement of 2.75x14mm endeavor sprint.